Event description:
New info received: device was explanted and replaced. No further information available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no rf communication during interrogation. Session records review revealed that rf was not functioning. Firmware download was performed multiple times, which did not resolve the issue. The patient was provided with a new inductive wand. The issue was resolved, but there was a lot of missing information on the monitor that had to be re-entered.

Manufacturer narrative:
The reported field event of rf communication issue was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.